Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-implant balloon dilation was performed with a 24 mm non-medtronic (true) balloon due to a highly calcified native aortic valve and pacing was done with a non-medtronic (safari) guidewire. Following the dilation, the patient briefly experienced asystole, but the rhythm recovered quickly. A temporary pacing wire was inserted for the remainder of the procedure. The valve was loaded by a nurse in training under supervision, and the loading was deemed acceptable on fluoroscopy check. The system was inserted into the patient and during the first deployment attempt, an infold was observed. The valve was checked in a second c-arm angulation and the infold was confirmed. The valve was recaptured and withdrawn from the patient. A new system was used and loaded by a medtronic representative. The loading was deemed acceptable on fluoroscopy check. A delay of approximately ten minutes occurred due to the preparation of the new valve. The first deployment attempt was too deep, and the valve was recaptured. The second deployment attempt was too high, and the valve was recaptured. The final deployment attempted was accepted at 5-6 mm deep. Following the valve implant, mild paravalvular leak (pvl) was noted on the aortogram. A post-implant balloon dilation was performed using the same 24 mm balloon and reduced the pvl to trace. At that point, the patient's rhythm was returning to baseline.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012569187); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012443487); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date n/a product ID d-evolutfx-34 (lot: 0012571433); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 24 mm true balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.